Manufacturer narrative:
As part of the investigation into the event, midmark evaluated the returned device and interviewed the customer (user) of the sterilizer. The investigation determined that the event was a result of the user failing to completely close the sterilizer door prior to initializing a cycle. The user confirmed that in this instance, the following instructions labeled on the sterilizer door were not observed: "warning: do not run the sterilizer without the door fully latched. The latch handle should be flush with the door cover. Failure to fully latch the door could result in serious injury."

Event description:
During sterilizer cycle (close to end), the sterilizer unexpectedly opened and came off the counter.